Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at third-party service center, the third-party service technician was not able to confirm the customer¿s issue and there was no error codes found in the device¿s event log. The third-party service center service technician evaluated and determined there was contamination on the blower assembly, blower bellows seal, machine flow sensor, and the in-line proximal filter located on this device. The third-party service technician recommended replacing the device¿s blower assembly, blower bellows seal, machine flow sensor, and the in-line proximal filter to address this issue on the device. Additional findings not related to the malfunction/issue was the following parts were replaced as preventative maintenance on the device: particulate filter, air inlet foam filter, and muffler assembly.